Event description:
Patient was revised to address a cup augment that was broken into three pieces. Loosening of the cup was also reported.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed

Manufacturer narrative:
The locking screw now added to this report was not returned. Review of the device history records and/or a complaint database search was not possible as the product and lot code required was not provided. There is no change to the previous investigative results. Depuy considers the investigation closed at this time. Should the product or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.